Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 172 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as feeling sleepy. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering. Troubleshooting was completed. The customer stated they use sets for up to 5 days. The insulin pump will not be returned for analysis.